Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 375 mg/dl. The customer mother went to change the site on her daughter's pump and saw that the bolus was set at 0.0. The pump was stuck in rewind loop. The customer was assisted with clearing the rewind and tubing process. The customer did not want to trouble shoot any further and inquired about upgrading the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.